Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the sensor session stopped early. No medical intervention was reported. Additional event or patient information is not available. Data was received for evaluation. A review of the data log could not confirm the reported event. A root cause could not be determined.